Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse placed the system under observation and confirmed the issue. Fse reassembled the patient side cart (psc) and proper display was observed. The system and the psc was tested and passed al tests including electrical safety. The fse also confirmed with the customer that prior to the procedure, the customer failed to connect the psc into a power source to charge the psc backup battery. No further issue was reported upon further testing. The da vinci system was recalibrated, tested, operated without error and verified ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, prior to docking the patient side cart (psc), the system displayed "no battery backup, contact customer service" message on the display screen. The customer received phone assistance from the technical support engineer (tse). Review of the site¿s system logs confirmed error codes 816, 858, and 824. Tse asked the customer to provide the psc battery led status and confirmed one solid red led indicating the psc is running on battery and 10% charged. Tse walked caller to confirm psc ac breaker was in the up position. The customer then disconnected the psc ac power cord from wall power and psc powered off. Customer connected psc ac power cord to a different outlet and system powered back on with a non-recoverable error fault. System was power cycled and completed post. System displayed "no battery backup, contact customer service," the issue persisted. The surgeon elected to convert the procedure to open surgery. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.